Event description:
A therapeutic hydrothermal ablation procedure was performed in 2005. During the ablation phase, there was a fluid loss resulting in vaginal and perineal burns. The patient was treated with silvadene cream and narcotics and went home. The vaginal burn healed with the silvadene cream, but the perineal burn was slower to heal. The doctor referred the patient to a burn center where she was treated with topical lidocaine and more silvadene cream.